Event description:
It was reported that in a cardiosave intra-aortic balloon pump (iabp) display was malfunctioning and distorted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in a cardiosave intra-aortic balloon pump (iabp) display was malfunctioning and distorted. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.